Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer¿s blood glucose was 300 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy.